Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, patients surviving ¿damage control¿ can and do return to activities of daily living and gainful employment. Abdominal wall reconstruction also restores their physical and mental health to that of the general population.

Event description:
Received an study titled " management of the patient with an open abdomen: techniques in temporary and definitive closure." The study was regarding surgical techniques used in the management of patients with an open abdomen. Per the study adverse events associated with all polypropylene mesh include fibroblastic reaction, adhesions, seroma, infection, recurrence and enterocutaneous fistula.